Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, a cracked case near the reservoir tube window and cracked battery tube threads. No cracks on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of an off no power alert from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that there are some hair line cracks appearing on the body of the pump in a couple of places. The customer also stated that they had an insulin delivery problem. The customer will be sent a replacement pump.